Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in non-sustained episodes and one inappropriate shock. The physician was unable to reproduce any oversensing with pocket manipulation or valsalva procedure.